Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to hyperglycemia and diabetic ketoacidosis (dka) from (B)(6) 2021 to (B)(6) 2021. The blood glucose level was 548 mg/dl. Patient experienced nausea, extra thirst and heavy breathing. The length of hospitalization was for 2 days. No further information available.